Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. The device history record was reviewed and met all material specifications with no deviation identified. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 2.0 x 110 mm gorilla solid drill bit. The tip of the drill bit was reported to have snapped off in patient intra-operatively.